Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, root cause could not be identified. However, based on results of citr investigation it was confirmed that there is no problem with each existing documentation of ¿no image related¿ for the product broncho-endoscope, and it is equivalent to the risk level already assumed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the bronchovideoscope exhibited, the image had disappeared during angulation in up/down directions and a e216 scope communication error also occurred. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.